Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: (B)(6) 2017 sections updated with new information. One lf1520 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, though eschar build-up was present on the jaws. The device was activated ten times on simulated tissue with satisfactory results. No issues with the function of the jaws were noted. The investigation found the device to function normally and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a cystectomy/ileal conduit procedure, the jaws were difficult to open. The device activated well and the jaws were cleaned but the issue continued. A new device was used to complete the procedure, and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.